Manufacturer narrative:
The insulin pump powered up after battery installation. The version number was displayed in the upper right hand corner of the screen during boot up sequence. After boot up the display returned to normal and displayed all on screen information properly. The display anomaly is isolated to the electronic assembly. Unable to perform the displacement test due to display anomaly. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a display anomaly. Customer reported only the menu for a bolus setup and sensor was displayed when the act button was pressed. The customer also reported vertical and horizontal lines going through the insulin pump's display. The customer reported they were stuck in this cycle and was unable to properly navigate through the insulin pump. The customer's blood glucose was 77 mg/dl. The insulin pump will be returned for analysis.